Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, after having the patient's implantable pulse generator (ipg) checked, the patient went home and experienced "stroke symptoms" when they laid down. Attempts to gain more information were unsuccessful. The ipg remains in use. No further patient complications have been reported as a result of this event.